Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's abscess. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat. I

Event description:
It was reported that the customer went to an urgent care and was diagnosed with an abscess under the pod area. He was prescribed an antibiotic (bactrim 800 mg tablets for 15 days). It was also stated that his blood glucose spiked to 800 mg/dl and the site was red, inflamed, and itchy. The pod was worn between 24 and 36 hours.